Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that the surgeon was using the expressew iii w/o hook and the expressew iii needle together, and during the procedure, the tip (5-10 mm) broke off into the cuff of the patient's shoulder. The piece remains in the patient, as the surgeon was unable to retrieve it. No x-rays were taken.

Event description:
The sales rep reported that the surgeon was using the expressew iii w/o hook and the expressew iii needle together, and during the procedure the tip (5-10 mm) broke off into the cuff of the patient's shoulder. The piece remains in the patient, as the surgeon was unable to retrieve it. No x-rays were taken.